Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the physician was having problem progressing a right ventricular lead through the superior vena cava. The physician believed that there was blood build up within the lead that made maneuvering difficult. The implant was completed by using another lead. No patient consequences reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information notes patient anatomy as the reason for replacement.

Manufacturer narrative:
H6 conclusion should have been "no problem detected" instead of "conclusion not yet available."